Event description:
The customer's mother reported that the needle never deployed. The customer's blood glucose read high (>27.8 mmol/l [>500 mg/dl]). The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.